Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the station had a failed drawer after the pyxis upgrade. It stated device not detected on bus and when recovery was attempted it stated maintenance was required. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height cubie drawer was not detected on the bus, and the user had tried rebooting the station and recovery of storage space, but it had not worked. The field service engineer (fse) inspected the machine, removed the drawer, reseated all connections which resolved the issue, and confirmed that the customer inventoried the drawer with no issues. The system functioned as intended after field service engineer repaired the device.